Event description:
It was reported that there was overstimulation during a reprogramming. It was noted that the lead remains in service. It was further noted that the patient was being reprogramed and the manufacture representative inadvertently made stimulation too strong which caused overstimulation of the patient. The patient reportedly stopped the reprogramming and informed the manufacture representative that he longer wanted to participate. The patient did eventually allow the manufacture representative to delete the program which caused the discomfort, but no further programming was provided. The patient reportedly did not want field personal to show him how to charge, but it was agreed to meet again in two weeks at the patient¿s health care provider¿s office again to go over charging. It was noted that symptoms included pain in the legs stomach and back. It was later reported that the patient was overstimulated and collapsed. The patient described the experience as ¿horrific.¿ it was noted that the patient was still in pain. The programming was reportedly finished but the device was still turned off. It was further noted that the patient had abdominal pain. It was also noted that the patient was implanted on (B)(6) 2013. It was later reported that the patient was sore but was able to leave under his own power. It was noted that the manufacture representative was going to meet with the patient again on (B)(6) 2013. It was later reported that the patient was having knee problems as a result of a fall on (B)(6) 2013. It was later reported that the patient had an appointment with on the day of the report ((B)(6) 2013) but they had sent the same manufacture representative that had overstimulated him and the patient ¿would not let her touch me.¿ it was later reported that the patient had a shocking or jolting sensation. The patient was reportedly had a follow up visit on (B)(6) 2013 and new manufacture representative was being trained. During the reprogramming session the patient reported that they were severely shocked and it caused them to fall to the floor. It was noted that they referred to this as ¿overstimulation.¿ it was unclear who the patient was referring to as ¿they.¿ it was further noted that the fall had caused other issues. It was noted that the patient was only using stimulation 11% of the time. It was further reported that the patient had stimulation in the wrong location. The patient was reportedly feeling stimulation in his groin and both his legs. It was noted that the stimulation in the groin was not pleasant. The patient reportedly desired stimulation in his low back and right leg and would like to be programmed so that there is no stimulation in his left groin and leg. It was also noted that the patient was ¿very upset¿ and ready to tell his health care provider to remove the device. It was later reported that the patient was instructed on how to use their recharge and the displayed competency and understanding in the use of their recharger. It was also reported that the patient felt some stimulation in their groin. The manufacture representative discussed programming changes and requested to do so. The patient reportedly refused and stated that ¿I do not want to make any programming changes." The patient was asked if the stimulation in their groin was uncomfortable and the patient replied ¿I am ok.¿ no changes were made in accordance with the patient¿s request. It was noted that the patient walked out of the office in no apparent distress and that the patient status was alive with no injury or adverse event. It was also noted that another follow up appointment was scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was reprogrammed the previous week and the patient's adaptivestim was turned on. It was stated that the patient was "very happy with the results and doing well after the programming session".

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).